Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic episode with a low of 45 mg/dl blood glucose after announcing breakfast. The user experienced light nausea and was sweating. He treated with a hamburger and required no outside intervention.